Event description:
Per additional information received on 20may2021, the patient experienced incomplete in emptying the baldder, urinary tract infection, urinary retention, urinary urgency, hypothyroidism, foot pain, vaginal wall prolapse, overactive bladder syndrome, urge incontinence, discomfort, recurrent cystitis, right patellofemoral joint arthritis, chronic pain and swelling in the right knee, callus formation on the bottom of her foot, lateral patella-femoral impingement, plantar fasciitis left foot, dysuria, bleeding, swelling, stiffness and required additional surgical and non-surgical interventions.

Manufacturer narrative:
2119="l" 2091, 2684, 1888="nl". H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per additional information received on 29sep2021, the patient experienced knee osteoarthritis, finger fracture (right), ring and middle finger, tiredness, smear, low back pain, skin lesions, acute tonsillitis, patellar tendinitis, blurred vision, headache, urge incontinence, nocturia, post coital, chondral lesion, meniscal tear, tenderness, and required additional surgical and non-surgical interventions.

Manufacturer narrative:
2102, 1870, 2137, 1880="nl". H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per additional information received on 08feb2021, the patient experienced pain, suffering, loss of amenity, posterior prolapse, discomfort, posterior wall laxity, stress incontinence, frequent urinary problems with leakage, urinary urge incontinence, recurrent cystitis, dyspareunia, nocturia, sensory urgency, poor bladder capacity, chronic pain, recurrent urinary incontinence, and required additional surgical intervention.

Manufacturer narrative:
2475, 2330, 1928 = "nl".

Event description:
Per additional information received on (B)(6) 2021, the patient has experienced difficulty in voiding, abdominal pain, pain within the vagina, sensation of bulge at the vaginal opening, cloudy urine, urinary dysfunction, pain during sexual intercourse, unable to perform daily activities, foreign body response, scarring, loss of mobility, depression, suicidal thoughts, and required additional surgical and non-surgical interventions.

Manufacturer narrative:
1868="l" 1685, 2061, 2032, 2361="nl"

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: complications associated with the proper implantation of the align¿ urethral support system may include, but are not limited to: postoperative hematoma, which may occur following the implant procedure. Temporary urinary retention, bladder outlet obstruction, and voiding difficulties associated with over-correction/too much tension placed on the mesh sling implant. Perforations or lacerations of vessels, nerves, bladder or any viscera, which may occur during introducer needle passage. Transitory irritation at the operative wound site, which may elicit a foreign body response that leads to inflammation, infection, or erosion of the implant. (B)(4).

Event description:
The patient's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received.